Event description:
Same case as MDR ID#: 2134265-2013-01495, 2134265-2013-01496, 2134265-2013-01497. It was reported that during a rotational atherectomy and stenting treatment procedure, a vessel perforation and patient death occurred. Vascular access was gained via the right femoral artery. The 80% stenosed, 4.0x18 mm target lesion was located in the calcified and moderately tortuous mid left anterior descending artery (lad). A non bsc 6fr jcl4 guide catheter and a non bsc guide wire were advanced. A 3.0x15mm emerge balloon was inflated 3 times to 12-14 atms for 5-15 seconds. A 3.0x15 maverick otw balloon was inserted, and the rotawire guide wire was exchanged for the non bsc guide wire. The rotablator system was platformed at 195,000 rpms. A 1.25mm rotablator rotalink plus burr was inserted, and 2 runs of 195,000 to 200,000 rpms for 25 seconds each were performed. The burr was exchanged to a 1.5mm burr with the same advancer, and 3 runs were performed at 190,000 rpms for 20 seconds each. A 3.0x15mm maverick otw balloon was inserted and inflated to 8 atms for 10 seconds. A 3.0x15mm quantum balloon was inserted and inflated to 14 and 16 atms for 10 seconds each. A 3.5x24mm promus element plus monorail stent delivery system was advanced, and the stent was deployed at 12 atms for 10 seconds. A 4.0x15mm nc quantum apex monorail balloon was advanced for post-dilation, and inflated for 18 and 16 atms for 10 seconds each. A vessel perforation was then noted. An unspecified balloon was inflated at 16atms for 10 minutes and at 8 atms for 10 minutes. A 4.0x19mm non-bsc stent was inserted and deployed at 10 atms for 20 seconds. The patient was intubated, the blood pressure dropped, CPR started, and a 3.0x15mm quantum balloon was inserted and inflated to 8 atms for 10 seconds. The patient was defibrillated with continuing CPR, pericardiocentesis was performed, and the patient expired. In the stated opinion of the physician, the cause/contributing factor to the perforation was vessel calcification, and the cause/contributing factor to the death was ischemia and focal tamponade.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).